Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer was informed by the customer that the reboot fixed the issue. While conducted inventory, several pockets were found to had sticky lids. The customer will unload and replace the latch inseparable as necessary. The customer confirmed that everything was functioning properly in the application. The system functioned as intended after the customer resolved the issue. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to recover. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.